Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of a calibration error with their insulin pump. The customer's blood glucose level was 140mg/dl. The customer states going into threshold suspend, but her blood glucose level was 200mg/dl. The customer states having an issue with sensor reading much lower than what it really was, causing her to go into threshold suspend. Troubleshooting was conducted for sensor readings, and issue was resolved. The insulin pump and sensor are not being returned.